Event description:
It was reported that telemetry issues occurred and there was a potential overdischarge. A physician mode recharge (pmr) was performed and they were able to normally charge after a pmr. The patient was sent home to fully charge the ins but this recharge never took place and the device went back in an overdischarge state. The patient had not charged for over 1 year. There were 4 pmr at home and they were unable to get a charging screen. The ins may have flipped. Flip was not confirmed. The patient trickle charged then got an eos message. The hcp was aware of the eos and was scheduling a battery replacement. The device will be replaced with a non-rechargeable ins. The patient had pain in left arm (rsd).

Manufacturer narrative:
(B)(4).